Event description:
Reporter used icy hot patch on her back for pain. She had 2nd degree burn on patch area. She saw her family doctor in 2007 and her doctor gave her a shot to prevent infection. She used bacitracin ointment topically for the burn and blisters.